Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent unrelated surgery. Thereafter the ipg was unable to communicate with the external devices. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Additional information has been obtained.

Event description:
It was reported that the patient had their leads replaced (reference 3006705815-2018-03150 and 3006705815-2018-03151), and the ipg was confirmed to be providing effective therapy.